Manufacturer narrative:
Additional information: it was reported that there was a mistake, the marker band was not missing and there is no allegation against the (spider fx) device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral procedure using the spider fx embolic protection device to treat a mid-segment plaque lesion in the common iliac artery with 50% stenosis, moderate tortuosity, and moderate calcification, the embolic protection device was observed to have a missing marker mark. The vessel was pre-dilated and the instructions for use were followed. The embolic protection device was replaced with a new embolic protection during the procedure. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.